Manufacturer narrative:
A21 after battery change and unexpected low battery alarms due to faulty c13 on I/b. No a17 alarms noted.

Event description:
The customer reported via phone call that the insulin pump had multiple unexpected restart alarms and additional error alarms. Blood glucose level at the time of the incident was 310 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.